Manufacturer narrative:
The manufacturer representative performed a system checkout the software failed to import the exam correctly. The issue was resolved at the facility by modifying and overriding the settings files to prevent truncating larger 3d exams. Further review indicated that the imported exams had not been threshold, which produced files larger than normally tolerated by the system. The software, in fact, was functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a fess procedure. The clinical consultant reported that the doctor "transferred a CT scan from the newtom vgi evo CT scanner to the fusion system via network transfer. The 3d model came across as a skull (no skin). They were unable to achieve successful registration and proceeded with the case without navigation," and the procedure was delayed by approximately 15 minutes.